Manufacturer narrative:
Date rec'd by MFR: 27aug2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse reset the led (light emitting diode) pcb (printed circuit board) and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the ventilator's led (light emitting diode) indicator was faulty. There was no patient or user involvement.